Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = or coordinator h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiogram of the left lower extremity with shock waves and placement of a plastic stent, a flexor high-flex ansel guiding sheath was difficult to remove from the patient. The right groin access site was clean, dry, and intact, without a history of previous insertion. The anatomy was tortuous. Resistance was encountered upon removal of the device and the sheath kinked. The user attempted to reinsert the dilator into the sheath for removal; however, the dilator would not advance through the sheath. An unspecified "3x20" balloon was used to open the kinked area, allowing the dilator to advance through the sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during an angiogram of the left lower extremity with shock waves and placement of a plastic stent, a flexor high-flex ansel guiding sheath was difficult to remove from the patient. The right groin access site was clean, dry, and intact, without a history of previous insertion. The anatomy was tortuous. Resistance was encountered upon removal of the device and the sheath kinked. The user attempted to reinsert the dilator into the sheath for removal; however, the dilator would not advance through the sheath. An unspecified "3x20" balloon was used to open the kinked area, allowing the dilator to advance through the sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information received 13mar2024. A contralateral approach was used for access in the right groin for a target location of the patient's right mid sfa (superficial femoral artery). The bifurcation was steep and calcified. Two different competitor's wire guides were used in the procedure. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A dimensional verification and visual inspection were conducted as well. The complaint device was returned to cook for investigation. The device was found to be flattened/compressed in two different locations. The first flattened/compressed damage is 23.5 cm from the check-flo and extends to 29 cm. The second flattened/compressed damage is 43 cm from the check-flo and extends to 51 cm. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿if resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, returned product, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that patient anatomy contributed to this incident. The user stated the patient had tortuous anatomy and the bifurcation was steep and calcified. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 13mar2024. A contralateral approach was used for access in the right groin for a target location of the patient's right mid sfa (superficial femoral artery). The bifurcation was steep and calcified. Two different competitor's wire guides were used in the procedure.